Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that a 15-year-old female child patient experienced high blood glucose level due to a bent cannula therefore, they tried to treat it with multiple daily injection, but on an unknown date (within 2022), the patient went to the emergency room due to high blood glucose level. Her highest blood glucose level was over 600 mg/dl and had high ketone level which her healthcare professional assessed as dangerous/life threatening. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. After spending 2-3 days in the emergency room, on an unknown date, the patient was released with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.